Manufacturer narrative:
The investigation of the returned coca component showed that the capacitor on the backplane of the coca component had not discharged during the shutdown. This may have led to an unrecoverable reset condition of the coca component. The reported issue occurs under random circumstances and it does not affect the stability of a running system. This coca failure occurs only when system starts up or reconnects. The discharge of the capacitors of the coca backplane was stabilized. A customer safety advisory notice (csan) on how to avoid patient procedure interruption in case of a potential system failure was distributed via an update instruction (B)(4) (reported under c&r 2240869-08/24/15-0028-c; z-0118-2016) to the installed base. The hardware replacement, which resolves the potential malfunction, has been already released as well via an update instruction (B)(4). The spare part stock has been updated and only the improved coca components are available at the spare part stock. This report was submitted april 1, 2016.

Manufacturer narrative:
The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. (B)(6).

Event description:
Siemens became aware of a defective board, which caused a 30 minute delay during a carotis surgery on cios alpha system. The customer had to connect another system to continue with the procedure as the patient was under anesthesia on the table. No injuries were reported in this case as the customer was able to finish procedure. The reported event occurred in (B)(6).